Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (adjust belt messages/asystole event) was confirmed. Upon investigation, transistor q1 was defective in ECG a and b. The cause of the reported alarms was the out-of-tolerance component. The root cause of the defective transistor was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing excessive gonging alarms to adjust or check the electrode belt and was producing false asystole alarms.